Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: patient had a fracture of right scaphoid bone. Procedure: osteosynthesis with screw. During the insertion of 8mm of the drill after putting a wire of appropriate instruments, a cracking sensation happened. The surgical act was stopped. X- rays showed breaking of devices in the patient. Some of the pieces could be removed. There was no particular problem at the wire level. The surgery normally takes 20 minutes, it lasted 70 minutes. There was maximum removal of the fragments. This report is on the unknown wire. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional device info: this report is for 1 unknown wire, part and lot numbers are unknown. PMA/510 (k): without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.